Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Device received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's diabetes educator reported via phone call that the customer's insulin pump had keypad anomaly. The customer's blood glucose level was 185 mg/dl. The customer's diabetes educator reported that the act button on the insulin pump was unresponsive and was hard to push. During the call, she discovered two small cracks at the distal end of the side of the insulin pump. The customer was assisted in troubleshooting for keypad anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.